Event description:
It was reported that the physician performed a d&c and a thermal ablation in 2002. The physician noted that the uterus sounded to 12 cm and was retroverted. The physician had difficulty obtaining an adequate starting pressure and ultimately injected 35 ml of d5w into the balloon. At that point the balloon pressure was approximately 140 mmhg. He activated the controller and the pressure started to drop. The temperature rose to approximately 62 degrees in 4 minutes. The device shutdown and he abandoned the procedure. Post-operatively, the patient complained of low abdominal pain and bloating. The physician observed pt overnight and then discharged pt. Consultation with a general surgeon was obtained. A flat plate of the abdomen was negative. The patient continued to experience some low abdominal discomfort. The patient was subsequently readmitted to the hospital, and an exploratory laparotomy was performed. A 4cm thermal perforation was noted in the sigmoid colon. A portion of the sigmoid was resected. There were also 2 segments of ileum that were resected because of thermal damage.